Event description:
It was reported that during the implant procedure, the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis found normal device characteristics.